Event description:
Complainant alleged that during the incoming inspection the device was unable to detect an ECG signal. The complainant indicated that there was no pt involvement in the reported malfunction.